Event description:
During evaluation of a returned spectrum iq infusion pump, the speaker tone was found to be low when pressing buttons on the keypad. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the speaker was found to have low audio when pressing buttons on the keypad. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be a failing speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.